Manufacturer narrative:
Date is approximate. Other applicable components are: product ID: 3093-28, lot#: j0401885v, implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that they met a rep in the hospital the prior year, the rep checked both of their implants and told them that their right lead was faulty and would need to be replaced. The patient did not report any falls or trauma. They said they were still having problems with their bladder since last year. The patient had waited for revision as they had discussed new product with the rep. No further complications were reported or anticipated.